Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("sharp pain on her left side abdomen, which was tolerable and happened only once or twice") and device dislocation ("only one coil was found on the biopsy") in an adult female patient who had essure inserted (lot no. Unkunknown). There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2023). One essure coil was removed on (B)(6) 2023. On (B)(6) 2023,, she experienced device dislocation (seriousness criterion medically important). No causality assessment was received for essure with regard to abdominal pain or device dislocation. The reporter commented: caller stated the following: "back in 2012 I believe I had them placed and recently a month ago I had a surgery to remove my uterus and the tubes as well. However, only one coil was seen on the biopsy and the other coil was not seen on my second tube so I'm kind of concern. What would be the best way to find out on were did that other coil go if there's a possibility that it may have fallen out? My doctor recommended to do an x-ray to see but what are the chances that after all this time that it had fallen out of the tube if after the surgery when it was first placed they said that the scar tissue had closed the tubes, thinking it should have been in my fallopian tube but on december 27th I had the surgery to remove everything, I had hysterectomy and on the biopsy they only found one coil.". The caller added that she is yet to undergo an x-ray because she wants to make sure first about the options and possible locations where the missing coil might be. She also stated that she did not experience any unusual side effects during essure since placement in 2012, aside from a sharp pain on her left side abdomen, which was tolerable and happened only once or twice. In addition, her current doctor who performed the surgery and removed the coil is not the hcp who placed her essure coil back in 2011-2012 because that hcp was already retired but they are from the same company. Records from her previous hcp confirmed that her essure was successfully placed in 2011-2012. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on 27-dec-2023: one coil was seen on the biopsy [x-ray] (date unknown): is planned to localize the missing coil quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("sharp pain on her left side abdomen, which was tolerable and happened only once or twice") and device dislocation ("only one coil was found on the biopsy") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. On (B)(6) 2023,, she experienced device dislocation (seriousness criterion medically important). On unknown date she experienced abdominal pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2023). No causality assessment was received for essure with regard to abdominal pain or device dislocation. The reporter commented: caller stated the following: "back in 2012 I believe I had them placed and recently a month ago I had a surgery to remove my uterus and the tubes as well. However, only one coil was seen on the biopsy and the other coil was not seen on my second tube so I'm kind of concern. What would be the best way to find out on were did that other coil go if there's a possibility that it may have fallen out? My doctor recommended to do an x-ray to see but what are the chances that after all this time that it had fallen out of the tube if after the surgery when it was first placed they said that the scar tissue had closed the tubes, thinking it should have been in my fallopian tube but on december 27th I had the surgery to remove everything, I had hysterectomy and on the biopsy they only found one coil." The caller added that she is yet to undergo an x-ray because she wants to make sure first about the options and possible locations where the missing coil might be. She also stated that she did not experience any unusual side effects during essure since placement in 2012, aside from a sharp pain on her left side abdomen, which was tolerable and happened only once or twice. In addition, her current doctor who performed the surgery and removed the coil is not the hcp who placed her essure coil back in 2011-2012 because that hcp was already retired but they are from the same company. Records from her previous hcp confirmed that her essure was successfully placed in 2011-2012. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2023: one coil was seen on the biopsy [x-ray] (date unknown): is planned to localize the missing coil quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.